Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 06, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 25, 2024.

Manufacturer narrative:
This report is submitted on august 25, 2023.

Event description:
Per the clinic, the patient experienced swelling superior to the implant site and 9 open circuits subsequent to sustaining a head injury. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.